Event description:
The facility reported a pump with an failure code 812:02 on channel a. This event occurred during patient use. According to the hospital representatives, there was no patient injury or medical intervention reported. No additional information or contact was available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary: evaluation was performed and the reported condition of failure code 812:02 was confirmed. Inspection of the pump revealed defective shuttle motor caused failure code 812:02 on channel a. Replaced the pump head module (phm) on channel a. The pump was tested for proper operation and pump found to function properly.